Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair: product evaluation: product review of the electric dermatome (B)(6) by zimmer-taiwan on 26 february 2020 revealed that the motor, handpiece switch, bearing pack, o-ring, seal, reciprocating arm, external e-ring, harness plug assembly, seal/strain relief, sock head ss were defective. Product repair repair of the device was performed by zimmer-taiwan on 26 february 2020 which included replacement of the following: motor, switch, ball bearing, spring seal, needle bearing, plug harness assembly, seal/strain relief, sock head ss the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported the wires are showing in cord. The wire cover has come apart from the hand piece connection. This event occurred during the cleaning process.